Manufacturer narrative:
This MDR is the result of a retrospective review of complaints for the purpose of identifying concomitant devices. The reported event describes side effects from the procedure or patient symptoms due to their condition. This product is considered a concomitant device and did not contribute to the reported event.

Event description:
It was reported that the data port on this coolflow pump is defective and it is displaying a low flow pump error. A loaner is requested. It was also noted that the cas received a text last night stating that after the case, the patient had a retro peritoneal bleed. A CT was performed and the patient was admitted to ICU. The following bwi devices were in use: carto 3 ((B)(4)), stockert ((B)(4)) coolflow pump ((B)(4)), thermocool catheter (catalog and lot unknown-disposed of) and a acunav (catalog and lot unknown-disposed of-not sure if reprocessed). No further information was known. Reported by (B)(6).

Manufacturer narrative:
This report is resubmitted on request by the FDA to correct field g6 to follow-up #1 report.

Event description:
Previously submitted. Refer to h10.

Manufacturer narrative:
This supplemental report is being submitted to update the outcomes attributed to adverse event (see section b2), correct the device procode (see section d2), correct the manufacturer's city (see section d3), update the device available for evaluation (see section d10), correct the initial reporter information (see section e1), correct the health professional information (see section e2), delete the reporter's occupation (see section e3), correct the manufacturer's city (see section g2), update report source (see section g3), provide the PMA/510(k) information (see section g5), update device evaluated by manufacturer (see sectionh3), and update the event and evaluation codes (see section h6). The device referenced in this report was not returned for evaluation.